Manufacturer narrative:
The suspect device was evaluated onsite by a field service engineer (fse). The fse exchanged the xenon lamp and removed dust inside light source to resolve the reported problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e103" occurred and the spare lamp was activated at the end of a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was evaluated and resolved at the facility by the field service engineer (fse). It was also noted that e103 indicates lamp light failure, which likely occurred when the light source device was used in combination with the subject device. Since the device was not returned, further information was not available, therefore, the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.